Event description:
On (B)(6) 2025, patient name disconnected herself from her ventilator. Her ventilator never alarmed and she was without proper ventilation for roughly 2 minutes. With the help of her family & rn, we were able to bring her back in less than 2 minutes. After she became stable enough & everyone could breathe, the phone calls began! Unfortunately, we were informed from her (B)(6) that patient name isnt the first child this has happened too & that it is a fairly common occurrence with the ventilator she is on. Patient name was switched to the vivo 45 ventilator manufactured by breas earlier this year because her prior one is no longer being manufactured. Our goal is to bring attention to the faulty software and demand change so that no ventilator dependent child has to continue to go through this horrific experience.

Manufacturer narrative:
Breas was made aware of a rumor that was found on social media indicating an adverse event in which a ventilator failed to alarm when disconnected from a patient. Breas had no information about the device. Breas made multiple attempts to determine the dme and serial number of the device in question but was never able to confirm that a breas device was involved in the incident. No serial number was ever provided, and the incident was never reported directly to breas by a dme or otherwise. Breas identified three possible dmes in the area and made contact with each on multiple occasions with no confirmation of the alleged incident or breas device involvement. At this time, breas is unable to continue the investigation.